Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems india (omsi), it was found that there was dirt inside the light guide lens of the subject device and the air/water nozzle was clogged with foreign material. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to omsi. Omsi checked the subject device and found the reported events. The exact cause has been under investigation. Therefore, the exact cause of the reported events could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported events could not be conclusively determined. However, based upon the information from omsi and similar past cases, omsc surmised that the reported dirt inside of the light guide lens was attributed to the dirt invasion into the inside of the light guide lens from the gap on the adhesive around the light guide lens, which might be caused by the physical/chemical stress due to the user handling. In addition, omsc surmised that the reported clogging of the air/water nozzle was attributed to the remaining of foreign material inside the air/water nozzle due to a difference between the reprocessing method performed by the user and the reprocessing method recommended by the instruction manual. If additional information is received, this report will be supplemented.